Event description:
Tip of the harmonic ace laparoscopic handpiece broke off while being used in the patient's abdominal cavity. Physician saw it and tried to retrieve it, but it fell and could not be found. Physician says it may have come out with the specimen. No harm to patient at this time.